Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose level was 267 mg/dl. Customer also stated that there was no crack on insulin pump compartment and there was not moisture damaged. It was also reported that there was no another alarm followed by the critical pump error. The device will be returned for analysis.